Event description:
The reporter stated that the pump alerted air-in-cassette during an infusion of dopamine at a rate of 1.0 ml/hour. When checked, the rn found air in the line and cassette. The pt's blood pressure dropped and required intervention. The set was reprimed, the infusion restarted, and ran without further incident.